Manufacturer narrative:
Device evaluation: no samples were received for analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0282 - leaking." Could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient was admitted to the hospital with ""chest tightness and pain, shortness of breath for half a month, and aggravated for one day"". Due to the patient's cardiogenic shock, hypoxic-ischemic encephalopathy, and poor ability to cough and produce sputum spontaneously, coronary angiography was planned to be performed urgently, and in order to clear the airway, ensure oxygen supply, and clear airway secretions, the patient was given bedside fibrobronchoscopic nasotracheal intubation and alveolar lavage. Before catheterization, the first endotracheal intubation was tested, and passed, and the balloon was inflated after the catheterization, and the airbag was found to be leaking, and the leaky tracheal intubation was removed, and the endotracheal intubation with good quality was replaced for catheterization. There was patient involvement and no patient harm/adverse event reported.